Manufacturer narrative:
The fenestrated bipolar forceps instrument was analyzed and found to have no physical damage. The instrument passed the electrical continuity test in both grips. The instrument was fully functional. No product issue was found. The reported complaint was not confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. It was reported that during a da vinci-assisted surgical procedure pieces of the plastic that the cables wrap around in the tip are getting shaved off by the tips when they move regarding the fenestrated bipolar forceps instrument. The procedure was completed with no indication of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.